Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 600 mg/dl with large ketone levels. A correction bolus via the pump was delivered and manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.